Event description:
It was reported that before use, by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) is leaking helium. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is leaking helium. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person-mfg site, g3, g6, h2, h3, h4, h6- (type of investigation, investigation findings, investigation conclusion, component code) h11. A getinge field service engineer (fse) was dispatched in order to evaluate the unit and during the period of an evaluation fse troubleshooted the unit and it was found that the regulator has the hose which is being from the bottom of a regulator and it needs to be replaced. Then the fse had further replaced the hose multiple hoses from which the helium leak continues therefore only it needs to replaced the gauge. As the helium leak continues then the fse had further replaced the helium tubing to gauge but the unit is still leaking and this will be escalated to the sensor product specialist. Then the fse had further replaced the regulator and high pressure transducer, brought the helium sniffer and it leaks on the block and regulator which will be returned with the replacement. Then the fse had further replaced the two line helium and block due to which the unit is still leaking and it was being found that there is a leak with sniffer on helium line going to gauge which needs to be replaced and it was being found that there is a leak at the regulator, which needs to be loosened and re installed where the major leak is being found in the fill manifold due to which the fse had further replaced the manifold 8 in tubing which is coming from fill port. After the replacements the unit is back in specifications. The unit had passed all the safety & functionality checks which has been completed as per the service manual and it's being passed to the factory specifications. The unit was returned for clinical service upon completion. There was no involvement of the patient and no harm reported. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the parts associated with this complaint: the fat performed a visual inspection and found parts were damaged. Please see attachment. Physical damage would cause a helium leak. The fat installed other parts individually in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual a part was found to be leaking. No other leaks found on the rest of the parts. Confirmed the reported failure. No root cause able to be identified. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a